Manufacturer narrative:
Zimmer biomet complaint (B)(4).

Event description:
It was reported that implant (xfos410) fractured and it was removed.

Manufacturer narrative:
A osseotite® 2 implant 4 x 10mm (xfos410) was returned with a crown for investigation. Visual inspection of the as returned product identified wear marking due to usage and slight foreign material. No fracture/damage was identified. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. The reported device tooth location is unknown and was used for approximately 5 months and 28 days. Pictures or x-ray images were not provided. DHR review was completed for the subject lot number (2017120742). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformance, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (2017120742) for similar event and no other complaint was identified. November post market trending was reviewed and there were no negative trends or corrective actions for the reported event (fracture) and device (xfos410) . Based on the available information, device malfunction did not occur and the reported event was unconfirmed.

Event description:
No further event information available at the time of this report.